Manufacturer narrative:
Lot number was not provided by the reporter. Without lot number, it is not possible to determine the manufacture date or expiration date. (B)(4) professional service specialist followed up with the customer. Customer reported the tape did not seem to stay in place on infants who were having a lot of secretions. (B)(4) professional service specialist discussed taping techniques, provided literature on tips when using multipore dry tape and proper taping techniques for critical tubing. Neither sample nor lot number were provided with this report.

Event description:
Customer reported 3730-1 multipore dry tape was used to secure an infant's nasal endotracheal tube (ett). Customer alleged the ett slipped through the tape resulting in an unplanned extubation. The infant reportedly required re-intubation.